Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient tested her urine which indicated the presence of ketones which prompted her to seek medical assistance, no other symptoms were provided. Medical professionals tested the patient's bg levels and treated her with fluids and insulin. The patient was released after a few hours in the ER.